Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3889-33, lot# v014403, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that the patient could not make an adjustment with the replacement programmer that she was sent. With new batteries, the patient still could not connect with or without the antenna. The patient last successfully used the programmer a couple months ago. The patient could not give a date when she last felt stimulation. The patient had not seen her managing physician in a couple years.